Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Also, found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer received a change sensor alarm. The customer also had issues with her sensor and blood glucose readings. Her sensor glucose reading was 40 mg/dl and her blood glucose level was 119 mg/dl. The insulin pump went into threshold suspend. The sensor's cannula was also bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.